Manufacturer narrative:
The reported field event of backup vvi was verified in the lab. The cause of the bvvi was determined to be power-on-reset (por). Electrical, longevity, and visual analysis was normal with no anomalies found.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. A complaint of inappropriate shock was also noted. Patient condition was stable.